Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited myopotential oversensing. Programming changes were discussed but not performed. The patient had no adverse consequences.